Event description:
The breast cancer pt was being monitored for reoccurrence of breast cancer between october 1996 and october 1997. From may to september 1997, the pt was administered hormone therapy in the form of tamoxifen. In 10/97 the acs br results indicated a significant increase in ca 27.29 levels in this pt (value went from 239 u/ml in september to 1092 u/ml in october). Samples were sent to another lab, a different br assay was run, and those results came up negative.